Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests his blood glucose 1-2 times a day. He manages his diabetes with sliding-scale "20/30" insulin based on his meter readings. The pt indicated that the alleged meter issue started four days prior, at 10:00 pm. The pt claimed that he tested himself 3 times back-to-back and got high results of "263, 258, and 231 mg/dl". The pt stated that his normal pre-bedtime meter readings are usually around "100-180 mg/dl". Based on the meter readings, the pt took an unspecified dose of sliding-scale insulin. Four to five hours later, the pt claimed that he woke up in the middle of the night sweating. He drank a can of soda and felt better soon after. The pt did not test his blood glucose while he was symptomatic. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on three meter readings taken back-to-back.